Event description:
Pt reported the rubber from the ok button of the infusion device is porous and now separated from the infusion device. Pt stated the button must be pressed very hard. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.